Event description:
Per the clinic, the patient underwent surgery (B) (6), 2009 to reinsert a new sterile magnet as the original was dislodged. The patient continued to experience difficulty with the device. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator with multiple electrode faults. Explant and reimplantation is planned but had not taken place at the time of this report january 7, 2010.

Manufacturer narrative:
(B) (4).

Event description:
The customer reported this lead was received on (B)(6) 2010 from (B)(4) sales representative. According to the sales representative this (passive) lead was implanted and upon interrogation in the recovery room post implant, no atrial sensing was noted and capture was > 3.5 v. They also noted phrenic stimulation. A chest x-ray was performed and confirmed this lead was dislodged. Therefore, the patient was brought back into the operating room, the physician was able to reposition the lead, but was uncomfortable with the positon and ability to stay in place. Therefore, the lead was explanted and a new (active) lead was implanted with no adverse effects reported.

Event description:
It was reported that during an unknown procedure, the connection between the joint and the jaw fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2010. During the same surgery the patient was re-implanted.(B) (4).

Manufacturer narrative:
(B)(4)